Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence to review in the event history log. Functional testing confirmed the customer reported issue. The investigation determined the cause of the reported issue was an inoperable air detector. The air detector and dso seal were replaced.

Event description:
It was reported that the air in line sensor was defective, which was found during testing. There was no patient involvement.